Event description:
As reported by user facility: air went into the patient, but there was not an air in line alarm. Patient was moved from the ER to the picu. As of (B)(6) 2021, the patient had recovered and returned to baseline. This report has been identified as b. Braun medical inc. Internal report number (B)(4).